Manufacturer narrative:
(B)(4).

Event description:
It was reported that "this patient is in micu with other health issues for that patient required dialysis also required because kidney also damaged. So they placed chronic dialysis catheter done dialysis also after two days they checked it for another dialysis session after two days at that time while unclamping it catheter extension is broken." It was reported another antegrade 19cm catheter was placed. No patient injury reported. The patient's condition is reported as fine.

Event description:
It was reported that "this patient is in micu with other health issues for that patient required dialysis also required because kidney also damaged. So they placed chronic dialysis catheter done dialysis also after two days they checked it for another dialysis session after two days at that time while unclamping it catheter extension is broken." It was reported another antegrade 19cm catheter was placed. No patient injury reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided two photos for analysis. The complaint of extension line separated was able to be confirmed by the photos as they revealed separation at the venous extension line. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "examine catheter and extension lines before and after each treatment for any signs of damage." The IFU also states, "caution: be careful not to cut catheter." The customer report of extension line separated was confirmed by visual inspection of the customer supplied photos as they revealed separation at the venous extension line. However, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.